Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 285 mg/dl, hi, and 130 mg/dl. No high blood symptoms reported. The customer did not provide the location where the discrepant results occurred, or how long they have been noticing discrepant results. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549226, expiration date 10/31/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.